Manufacturer narrative:
(b)(4)Date Sent: 7/24/2026D4: Batch #UNKD4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available.D4: UDI: The Expiration Date is currently not available. Therefore, the full UDI is currently not available.H4: The Device Manufacture Date is currently not available.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental MedWatch will be sent:Could you please provide more details about the type of oozing?Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)?How was the bleeding controlled?How much blood was lost (ml)?Did the patient require a transfusion?Was there any patient consequence or change in the post-operative care of the patient as a result of the event?No lot or batch number was provided; therefore, a device history could not be done.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon fired a PVS stapler on the Hepatic Vein. As soon as she fired, it immediately started bleeding. When they got the bleeding stopped, they looked at the staple line and noticed that there were multiple "goalpost" staples that did not form at all. They did not keep the products but they did take a picture of the package from the reload. They had fired the PVS stapler twice before in that case and it worked fine. There was no patient consequence reported. There was 10mins of surgical delay reported. Additional information requested.